Event description:
It was reported that a patient passed away due to sudep. It was reported that the physician does not believe the death due to sudep is related to vns. No additional relevant information has been received to date.